Manufacturer narrative:
On initial MDR the b.3., event date and d.4 ¿sn of the product¿ was submitted in error, it should have been ¿unknown''- (corrected information provided in b.3.,and d.4.) The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5., d.4., h.4., h.6., and h.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and sated that, the advancement of the iol stops as soon as surgeon release the speed regulator. This was not the case. Although the advancement was stopped, the iol continued to be transported in the injector and thus arrived (uncontrolled) in the eye. The surgeon is very experienced and recognized the danger in time, so there were no complications. The advance of the iol could not be controlled.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, when finger was off at the plunger, yet the thrust continued. The implantation went well during the surgery. Sometimes a slight touch was enough and the thrust continues. The sensitivity of the shooters doesn't seem identical. There was no patient harm reported. Additional information has been created. There are two reports associated with this file. Thus is 2 of 2.